Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family or friend reported via phone call that the insulin pump alarmed no delivery during the manual prime process. The caller did not know the blood glucose reading. The caller stated that the customer was trying to change the infusion set leading up to the alarm. The customer was advised to disconnect from the insulin pump, disconnect the tubing and reservoir, then reconnect the tubing and reservoir. She stated that insulin did not exit with a manual plunger push. The caller reported that the alarm was resolved by a reservoir change. She stated that the insulin pump did not alarm no delivery with a manual prime and was advised that the insulin pump worked as designed. The caller was advised to replace the infusion set and reservoir and agreed to return the reservoir for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.